Manufacturer narrative:
Additional information: a medtronic representative reported that the imprecision was roughly one centimeter.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the surgeon was trained on proper tracer registration techniques. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a catheter based procedure, the surgeon misplaced a catheter while utilizing the navigation system. It was reported that the surgeon's tracer registration technique was not ideal which could lead to the imprecision. The patient then returned for a procedure the next day and the catheter was placed properly. There was no reported delay to the procedure due to this issue. No additional information was provided.